Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted due to infection.

Manufacturer narrative:
The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead was returned for analysis in 2 segments. An external insulation abrasion breaching the optim sheath was noted at 22.7-22.8 cm from the rv shock coil consistent with lead friction to another implanted device or feature of the patient anatomy. The silicone insulation was not breached in this region.